Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient (also physician) reported he was hospitalized for necrosis of the left axilla due to cellulitis with secondary infection in upper back and left side of the body 3 weeks 2 days post miradry treatment . While hospitalized, IV antibiotics every 12 hours and oral antibiotics were prescribed. The infected area did not improve and an abscess formed, which was lanced and drained (exact date unknown). Wound care treatment was prescribed. A culture of the affected area was taken about 1 month post-treatment. It was positive for staphylococcus lugdunensis (bacteria). The patient was hospitalized for 5 days. Continue to monitor the patient's recovery. Note: prior to hospitalization, antiseptic, nsaid, and steroid medications were prescribed.